Event description:
It was reported that revision surgery was performed due to infection.

Manufacturer narrative:
The associated insert was not returned; however the femoral component was returned. Our investigation included a review of the manufacturing and sterilization records for the femoral which were found to be in order. The device was sterilized per specifications. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.